Manufacturer narrative:
We checked the returned unit and confirmed that the cmos-m w/drive pcb blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the cmos-m w/drive pcb. In addition, we confirmed that the operation channel cut, the insertion flexible tube (ift) fluid damage, the insertion flexible tube (ift) buckled, the distal body worn out, the segment fluid damage, the control body fluid damage, the control body corroded, the remote control button transformer breakdown, the light guide cable fluid damage, the lg cable connector fluid damage, the lg cable connector corroded, and the lg air/water socket cylinder leak; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).